Manufacturer narrative:
The lead was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms most of the time. Technical services (ts) reviewed noting lv thresholds are stable and that the lv sensing is programmed off. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms most of the time. Technical services (ts) reviewed noting lv thresholds are stable and that the lv sensing is programmed off. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.